Event description:
It was reported that the physician attempted to connect this lead to the device's header, however, it was not successful. A new lead was used, which successfully connected to the device. The attempted lead is expected to be returned. No adverse patient effects were reported.